Manufacturer narrative:
The post market surveillance department has reviewed medical records and the clinical investigation reveals the following: the patient was admitted to the hospital for one week apparently due to a non-st elevated myocardial infarction (nstem) during hemodialysis treatment. Relevant medical history of end state renal disease, congestive heart failure, and ischemic heart disease are a more plausible alternative explanation for the myocardial infarction. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
During follow up for an unrelated event the patient reported he had been hospitalized for a heart attack. Follow up with the home therapies registered nurse (htrn) was performed. According to the htrn, the patient had changed from peritoneal dialysis (pd) to hemodialysis (hd) because pd "wasn't working for the patient". During hd the patient began experiencing chest pain. This was confirmed with the out patient facility's hd rn during follow up for the hd treatment. According th the hd rn, the patient was admitted to the hd facility on (B)(6) 2015 for his first hd treatment since stopping pd. During hd he began experiencing chest pain. His blood was returned and he was sent to the hospital via ambulance for evaluation. She stated no other medical intervention was performed. Ater discharge from the hospital, he continued in-center hd without issue. There were no device malfunctions alleged or reported during the event. The hemodialysis machine was not evaluated after the event because, according to the hd rn, there was nothing wrong with it. It continued to be used without issue. The other products were all discarded. From medical records: the patient was admitted to the hospital from the emergency room (ER) on (B)(6) 2015 where he was found to have retrosternal chest pressure unrelieved with nitroglycerin prior to arrival there. He was discharged on (B)(6) 2015. He was diagnosed with a non-st segment elevation myocardial infarction and discharged with a "lifevest". Hemodialysis treatment orders: optiflux 160nre dialyser, 2008t hemodialysis machine, 2 potassium/2.5calcium bath, sodium: 140, bicarbonate: 35, blood flow rate: 400, dialysate flow rate: auto flow 1.5, treatment time: 4 hours.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the customer combi set used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The batch productions records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius customer combi set caused, contributed to or was a factor in the reported event.